Event description:
During a post-implant follow-up, episodes of noise resulting in oversensing, inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Additionally decreased sensing and increased capture threshold which resulted in loss of capture were also recorded. Diagnostic imagining was performed and no anomalies or change to initial implant location were found. A revision procedure was performed, however attempted repositioning locations were unable to capture. The ra lead was explanted and replaced to resolve the event. The lead was inspected following explant and excessive material was found in the distal tip of the lead was observed. The patient was stable and there were no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of excessive material was observed in the distal tip was confirmed. A visual examination of the lead revealed the helix was retracted and clogged with blood and tissue with the steroid plug extended towards the end of helix. Examination of images from the field of the material observed in the distal tip of the lead was verified to be the steroid plug. The reported events of noise resulting in oversensing, low sensing and loss of capture were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies.